Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by wrong handling and excessive force. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that approximately 30 minutes into the transurethral resection of the prostate procedure, the high frequency-resection electrode loop wire was detached from one of the bipolar connection sites. The loop was carefully and fully removed from the patient. There were no foreign pieces observed in patient and no noted injury to the patient. A new loop was opened and re-assembled. Procedure was completed with no further issues.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.